Event description:
It was reported that the system 2600 had a defective monitor that could not display images. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The defective monitor was replaced. The system was tested and found to be working as intended and placed back into service.